Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "rupture aka deflation". Healthcare professional reported later "deflation". Healthcare professional later reported "hole on patch side and hole on valve side" this record is for the left -side. The device has been explanted.

Event description:
Patient reported "rupture aka deflation". Healthcare professional reported later "deflation". This record is for the left -side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ valve leak and/or damage: not observed. As per the investigation procedure creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture aka deflation". Healthcare professional reported later "deflation". This record is for the left -side. Device remains implanted.